Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06016. Medical products: vngd ps+ tib brg 10x71/75mm item# 183740 lot# unknown. Biomet cc I-beam tray 75mm item# 141224 lot# unknown. Series a pat std 34 3 peg item# 184766 lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial right total knee arthroplasty and subsequently the patient underwent manipulation. Patient was noted to have pain, redness and swelling requiring visit to the ER. Patient was found to be (B)(6) for deep vein thrombosis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.